Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The device did not return; therefore, product analysis could not be performed. Based on the investigation the allegations of "pericardial effusion", "cardiac tamponade", "hypotension" and "death" were unable to be confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Risk review: a risk review performed for the farawave device confirmed that the events of cardiac tamponade, pericardial effusion, ventricular fibrillation, hypotension, and death is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Labeling review: the farawave catheter IFU was reviewed and includes warnings and precautions regarding cardiac tamponade, pericardial effusion, hypotension, ventricular arrhythmias, cardiac arrest, and death that may occur during or following catheter-based electrophysiology procedures. There is no evidence that the device was used in a manner inconsistent with the labeled indications or instructions for use. No device performance issues were identified, and no evidence suggests that labeling deficiencies contributed to the reported events. The adverse event related to procedure cause code was selected for the reported cardiac tamponade, pericardial effusion, ventricular fibrillation, hypotension, and death based on the information provided within the event description. The official cause of death was reported as cardiac tamponade and ventricular fibrillation/electromechanical dissociation. The overall clinical sequence is consistent with a procedural intracardiac injury resulting in pericardial effusion, cardiac tamponade, hemodynamic collapse, malignant arrhythmia, and death. No farawave device malfunction, manufacturing deficiency, abnormal workflow, or labeling deficiency was identified. The event was attributed to risks associated with the procedure and not to a performance issue with the boston scientific devices.

Event description:
It was reported that the patient expired. After performing the transseptal puncture with an nrg radiofrequency needle, the team exchanged over a guidewire and advanced a faradrive sheath, then introduced the farawave catheter according to standard instructions. Once left atrial mapping was completed, pfa applications were delivered in the pulmonary veins and along the posterior wall. During the procedure, the patient developed a sudden drop in blood pressure along with facial cyanosis. Cardiac tamponade was suspected and confirmed by echocardiography showing a pericardial effusion. Resuscitation efforts and pericardiocentesis were initiated. Despite these interventions, the patient experienced multiple episodes of ventricular fibrillation and electromechanical dissociation. Throughout the case, the farawave nav catheter did not display error codes 301 or 303, and all device flushing procedures were performed correctly. The patient expired approximately two hours after the procedure. The official cause of death was determined to be cardiac tamponade and ventricular fibrillation/electromechanical dissociation. The event was attributed to risks inherent to the procedure rather than to a malfunction or performance issue with the boston scientific devices.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient expired. After performing the transseptal puncture with an nrg radiofrequency needle, the team exchanged over a guidewire and advanced a faradrive sheath, then introduced the farawave catheter according to standard instructions. Once left atrial mapping was completed, pfa applications were delivered in the pulmonary veins and along the posterior wall. During the procedure, the patient developed a sudden drop in blood pressure along with facial cyanosis. Cardiac tamponade was suspected and confirmed by echocardiography showing a pericardial effusion. Resuscitation efforts and pericardiocentesis were initiated. Despite these interventions, the patient experienced multiple episodes of ventricular fibrillation and electromechanical dissociation. Throughout the case, the farawave nav catheter did not display error codes 301 or 303, and all device flushing procedures were performed correctly. The patient expired approximately two hours after the procedure. The official cause of death was determined to be cardiac tamponade and ventricular fibrillation/electromechanical dissociation. The event was attributed to risks inherent to the procedure rather than to a malfunction or performance issue with the boston scientific devices.